Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during an implant procedure on (B)(6) 2021, the proper microelectrode for recording was not brought in, so the physician attempted to implant lead based on original imaging. Physician attempted to implant in four different paths; however, patient would only show facial contractions, but no benefits. The procedure was abandoned.